Event description:
The customer contact reported the device touchscreen did not respond when pressed. There were no reports of any adverse patient events or delays in critical therapies while this device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. This was due to a damaged touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.